Event description:
It was reported that the device continuously recycled the self test startup screen and failed to boot up properly. The device would not be available for defibrillation therapy delivery. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control has received the device and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was received at physio-control disassembled with several internal assemblies either damaged or missing. Individual testing of the available removed components found a failure with the user interface flex assembly. However, physio was unable to evaluate the device in regards to the reported failure due to the device conditions. A conclusive cause for the reported problem could not be determined. The customer declined physio-control's repair offer and the device was returned to the customer in the observed conditions.